Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope had a red dot that appeared to be an image artifact, discovered during reprocessing. There were no reports of patient involvement, and no harm was reported as a result of the event.